Event description:
Patient reported "ripped (rupture)". Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "ripped (rupture)". Healthcare professional reported "rupture". This record is for the right-side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.